Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving an citation stem was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: no medical records were received for review with a clinical consultant. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as return, pre and post operative x-rays, operative reports, histopathology reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It's alleged by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip replacement on may 28, 2008 where she was implanted with a stryker hip system. It is further alleged that blood work later revealed elevated levels of cobalt and chromium. The plaintiff is scheduled to undergo revision surgery on (B)(6) 2019.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It's alleged by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip replacement on (B)(6) 2008 where she was implanted with a stryker hip system. It is further alleged that blood work later revealed elevated levels of cobalt and chromium. The plaintiff is scheduled to undergo revision surgery on (B)(6) 2019.